Manufacturer narrative:
Continuation of d10: product ID 8731 lot# serial# (B)(6) implanted: (B)(6) 2006 product type catheter product ID 8731 lot# serial# (B)(6) implanted: (B)(6) 2006 product type catheter . Other relevant device(s) are: product ID: 8731 serial/lot# (B)(6), ubd 2007-07-11, UDI# (B)(4)medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient and a healthcare provider (hcp) via a company representative. The patient reported that the pump had flipped on him since the first day he got it. The environmental, external, or patient factor that may have led or contributed to the issue was noted to be the patient physically flipped the pump in the pocket and felt the last suture pull off. A dye study was attempted on (B)(6) 2021 but the hcp could not aspirate. The patient was being sent to a surgeon for a catheter revision. The surgical intervention was planned but not yet scheduled. The issue was not resolved at the time of the report, and it was indicated that the hcp had no further information to provide regarding the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving morphine (40 mg/ml at 8.417 mg/day) via an implanted pump. The indication for pump use was non-malignant pain. The hcp reported that she was refilling the patient¿s pump today and she was expecting 5.5 ml but pulled out 14 ml. There were no abnormalities in the logs. Per the hcp, she had refilled the patient¿s pump in january 2021 with no issues and that was her first time meeting the patient. The patient told her in january that his pump flips all of the time and he has to flip it back. He also said when he laid on the pump it hurt. Per the patient, it had been going on ¿a while¿. The patient initially weighed (B)(6) pounds, but he had lost a lot of weight, about 40 pounds, which per the hcp could be related to the pump flipping in the pocket. At today¿s refill, the patient stated that about a month ago he was sick for 13 days. He had nausea, vomiting, diarrhea, chills, sweating, and aching. He went to the hospital twice to see if he had covid and the ER (emergency room) knew he had a pump. The ER then did blood work which showed no abnormalities. The hcp told the patient that after the volume discrepancy today that she believed he was going through opioid withdrawal due to the large volume discrepancy. She asked the patient how he had felt since the withdrawal and he said that he felt so much better. He was ¿walking every day, going to the gym, lost weight, I actually want to live¿. He then stated that ¿when I was on all that medicine, I felt horrible, always tired, gained so much weight, and felt terrible¿. The patient then asked if he could discontinue with intrathecal drug therapy because he was rating his pain at a 2-3 now on the 10-point scale. The managing physician wanted to continue with the intrathecal therapy and his dose was decreased to morphine (40 mg/ml at 6.025 mg/day). The managing physician took the patient for fluoroscopy and depending on those results planned to do a dye study.